Event description:
It was reported that the autopulse resuscitation system (s/n (B)(4)) displayed a user advisory ua07 (discrepancy between load 1 and load 2 too large) during training. The power was cycled with the same results. No further information was provided. There was no adverse patient sequelae reported.

Manufacturer narrative:
The autopulse device s/n (B)(4) was returned to zoll circulation on 05/20/2013 and analyzed. Visual inspection was performed and no internal damage was observed. The archive data results exhibited multiple user advisory messages of ua07 (discrepancy between load 1 and load 2 too large), thereby confirming the customer's complaint. Functional testing was performed indicating that one of the load cells was damaged. When the board was powered on a ua 07 was not observed. Pdb board and load cell were replaced which remedied the customer's complaint. A probable root cause associated with this event may be due to damaged load cell module. A definitive root cause for the damaged load cell module could not be determined.